Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that while removing the smiths medical saf-t holder device from the maxplus valve after drawing a blood specimen from a PICC, the male luer broke off inside of the maxplus®. No patient harm reported.

Manufacturer narrative:
Concomitant product: smiths medical saf-t holder, model 96000, lot: 2899512, therapy date (B)(6) 2015. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of breakage was confirmed. Visual inspection of the maxplus valve confirmed a piece of a male luer tip was lodged inside of the female luer. Upon inspection, the male luer tip of the blood collection device was broken off and the luer collar had a crack on one side. No other damages or issues were noted. Dimensional analysis was performed on the maxplus valve; both the male and female luers were within specification. The root cause of the broken male luer was not identified.